Event description:
It was reported that the implantable cardioverter defibrillator delivered and aborted shocks a total of 60 times. 100 shocks were delivered in 3 weeks, and they were all noted to be appropriate. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported field event of no high voltage output could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted on (B)(6) 2025. The patient was in stable condition.